Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed, for the finished device product code: 122132050, lot number#: m2839j. And no non-conformances /manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code:122132050, lot number#: m2839j. And no non-conformances/ manufacturing irregularities were identified.

Event description:
Additional information received: a. What is the affected side involved in this event? Left or right? Right b. Can you please clarify what is the specific allegation of the reported device? The liner altrx when the surgeon was impacting into the pinnacle cup, the ards didn't fix into the cup. C. Please confirm if the cup was replaced and if there is an allegation against the pinnacle cup, if yes please provide product details. Therefore we had to change for another implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insert didn¿t stay fix into the pinnacle cup, the ards couldn¿t fix the insert.